Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl at the time of incident. Customer was experiencing symptoms like fatigue and shaking. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer was using auto mode at the time of incident. The customer was assisted with troubleshooting. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.